Event description:
After an (my) attempted suicide I was hospitalised in the local psychiatric ward of my local hospital. I was recommended/ referred and transported to a (B)(6) hospital that offered a larger psychiatric mood disorder behavior unit and surgical floor. I spent a week at my local hospital until a bed and placement was open for me at this (B)(6) clinic (B)(6). I was sent there for prescribed treatment plan was estimated to start with a minimal 6 treatments and target end goal of 12 ect treatments. I was given "generic", short, brief warnings about possible side affects and extremely vague pamphlets and quick overview with the treating surgeon and nurse explaining the process, and again benefits (which was given in elaborate detail) and possible side affects and very brief, vague hastily told about the "very rare" side affects. Once the etc treatments began, the entire surgical procedures were as if a "fast food drive through process. Monitoring of my physical, neurological, and emotional health was lax to non existent. After my third treatment I knew I had to get out of there. Long term, not just the "short term" memory was fragmented and/or gone completely. I had to be told I even had an ex husband. I didn't know why I was there. Every time I was wheeled down to surgery I thought and verbally said "oh wow, this is real, I thought it was all a dream". I affected my ability to write and read. Took over a month to get back to "normal" with that. At treatment 7 (my last one, I couldn't handle anymore) is when I went into a documented psychosis that took about 10 days to come out of. I thought and fully believed that my attempted suicide actually was a success and that I was in hell, limbo, purgatory. I was under the care of my mother who took me to nonstop doctor appointments where I pleaded for them to let me stop the treatments. That this world was not real. They were not real. My children were not my children, (I believed I was in a parallel universe) and the only way to get out of the parallel universe and limbo was to kill myself again so I could wake up back in the real one. (This one). It has been 5 months since my last ect. I am still having daily memory loss and fragmentation. Still have permanent memory loss surrounding the time period of ect to several years ago. My depression has been made worse because ect was toted as a cure with just headaches and some temporary amnesia surrounding the day before and day of a treatment. I now have also post traumatic stress disorder and debilitating headaches that come from no where. During a conversation I will be talking about something and stop mid sentence, completely having forgotten what I was going to say and said.